Event description:
It was reported that the patient presented in clinic for implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead implant. During implant procedure, the ra and rv leads became dislodged multiple times. It was noted that the ICD system failed to function correctly, leading to patient discomfort and left heart failure. The ICD, ra lead, and rv lead were not implanted. The patient's condition was unknown.